Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt experienced a loss of therapeutic effect. The pt felt painful paresthesia when the device was adjusted to amplitudes high enough to address the pt's pain from the shoulder down to the hip. The pt stepped on a dog bone and twisted his back on (B)(6) 2011, resulting in pain "over a 10". Add'l info has been requested, but was not available as of the date of this report.